Event description:
It was reported that this pacemaker went into safety mode. The device was explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.